Event description:
A customer reported an altitude alarm triggered on their pump. The customer's blood glucose level remained within a normal range and did not exceed 500 mg/dl (27.7 mmol/l). To resolve the issue, the customer replaced the cartridge, and the pump returned to normal operation. Technical support provided guidance on preventing future altitude alarms, which the customer understood and acknowledged.